Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump¿s black box showed no alarms in alarm history related to the complaint. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of an unusual alarm issue was not duplicated during investigation. Unrelated to the complaint, the cartridge compartment was observed to be chipped. The c\cartridge cap was still able to attach securely to pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump emitted error codes. The reporter did not clarify the issue further. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the issue.